Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they attempted to shock a patient and the device would not shock. This occurred twice during the event. The customer obtained a back-up device and reported that there was no adverse effect to the patient as a result of the reported issue. The customer advised physio-control that no further patient information is available.